Event description:
Philips identified a software defect in iscv system where the customer is encountering an issue with delay in finalizing the reports in thick client. No adverse events or patient harm were reported in the complaint (B)(4). Philips is currently updating the risk management matrix for the intellispace cardiovascular product. Until this update is complete, and in an abundance of caution, philips is submitting a regulatory report for all iscv (intellispace cardiovascular) product malfunctions alleged in complaint investigations relating to data availability until the update of the risk management matrix is completed. As such this complaint is assessed as reportable.

Manufacturer narrative:
Philips identified a software defect in iscv system where the customer is encountering an issue with delay in finalizing the reports in thick client. No adverse events or patient harm were reported in the complaint (B)(4). Based on the available information, there is no allegation of death or serious injury. The initial report was submitted as an abundance of caution since the iscv risk management matrix was undergoing an update. The risk assessment of the reported issue is performed and concluded that this issue would not be likely to cause or contribute to a death or serious injury if this were to recur and hence this issue is determined as non-reportable.